Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Additional 510(k) number is k943604.

Event description:
It was reported that the implant mount was unable to be removed from the implant at the time of placement. The procedure was completed using another device.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) impl twist mp-1 3.75 mm 8 mm (1988) was returned for investigation. Visual evaluation of the as returned product identified the device outside of original packaging. During functional testing, the device was easily disengaged. Some signs of use but no apparent malfunctions. A pre-existing condition noted on the per was unknown bone density type. The reported device was placed and removed on the same day. The customer did not provide any pictures or x-rays review of appropriate documentation: documents reviewed: 8962 rev 3 - 09/19; warnings; page 1. DHR review: DHR review was completed for the subject lot number (2020100193). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review by lot number (2020100193) was performed for similar event using keyword does not disengage/release and no other similar complaint was identified. Post market trending review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (1988 & 1989). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction has not occurred and the reported event was unconfirmed.